Event description:
It was reported via repair work order that the brakes were not engaging due to malfunction scorpion brake plat. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.